Event description:
No capture at max output and low r-wave sensing were observed. Hence, the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.